Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Section b3: date of event is unknown.

Event description:
It was reported the patients ipg became inoperable following an unrelated surgery where the ipg was not put into surgery mode. Next course of action is undetermined at this time.

Event description:
It was reported patient underwent surgical intervention on (B)(6) 2024 during which the ipg was explanted and replaced. Therapy was restored post-op.

Manufacturer narrative:
A patient controller communication error message displaying "cannot connect to generator." The generator is not responding was reported to abbott. The patient was unable to connect after having surgery in surgery mode. The patient¿s ipg was explanted and replaced. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.